Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and observed a bolus anomaly. The blood glucose reading was 429 mg/dl, which the customer stated she treated with a dual wave bolus of 12 units. She stated that when she looked at the device, it showed that it had delivered 1.45 units and that there was no insulin on board. The most recent blood glucose reading was 330 mg/dl. Upon checking her bolus history, the customer observed that she had missed her bolus earlier that day. She was instructed to disconnect and run a test bolus of 2 units, which was completed successfully. She also delivered a bolus to treat her recent high-carbohydrate meal, and the delivery was verified in the bolus history thereafter. She stated that she was uncomfortable using the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus anomaly noted. The device had minor scratched display window and cracked reservoir tube lip.